Event description:
It was reported that the right atrial leadless pacemaker exhibited noise reversion episodes. It was also noted that the patient has been experiencing more fatigue than prior to the case. No intervention was performed. The patient was discharged.